Manufacturer narrative:
(B)(4). Customer returned pump for alleged no communication to transmitter and bg meter found on (B)(6) 2021. Insulin pump passed the displacement test and self test and p-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. Pump connected to the transmitter and bg meter successfully. Pump was cut open and no anomalies noted on the electronic/motor assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay texture, cracked belt clip rails, cracked retainer and minor scratches on lcd window. In summary, customers alleged no communication with transmitter and bg meter was not confirmed. Pump connected with the transmitter and bg meter successfully. Pump passed displacement and self test. No damage or anomalies noted on electronic/motor assembly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that they had issues with insulin pump kicking out linked transmitter and meter insulin pump did not exposed to magnets. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.